Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in the bile duct for stones during a biliary stent placement procedure performed on (B)(6) 2025. During the procedure, the lock of the guide catheter and push catheter was damaged. In addition, the inner catheter guide got detached. The procedure was completed with another of the same device. There were no patient complications as a result of this event.